Event description:
Drug/diluent: marcaine 0.5%. Fill volume: not applicable. Flow rate: not applicable. Procedure: total abdominal hysterectomy. Cathplace: below the fascia. The physician reported the first catheter came out without incident. When he attempted the removal of the 2nd catheter he met resistance, kept pulling, heard a snap and then the catheter came out without the black tip. Medical doctor planned to do an x-ray to determine amount of catheter retained. Date of surgery: (B)(6) 2013. (B)(6) 2013 additional information update: doctor states he removed the catheter from the patient. Physician said that the catheter might have been caught in a suture. His patient has gone through x-ray and no catheter remnant was noted. No intervention is needed at this time. The patient has been stable. Physician's nurse stated she will return the sample as soon as the doctor brings it back to the office. She stated the physician has used on-q pumps and catheters for about half of his patients and this is the first one that broke. Product model and lot number is not available at this time.

Manufacturer narrative:
Method: the sample has not been received for evaluation and investigation, but is expected to return. Results: the lot number was not provided; therefore, the device history records could not be reviewed. The sample will be evaluated when received. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.